Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, however the universal surgical manipulator (usm) was still replaced. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system encountered repeated recoverable fault on universal surgical manipulator (usm) 1. Prior to call, the customer had attempted to recover from the fault 3 times and also power cycled system once. The error persisted. An intuitive surgical (is) technical support engineer (tse) checked logs files and confirmed error 32101 and 1123 pointing to a defective encoder on usm 1. The tse informed customer that arm 1 was not usable. The tse guided the customer to deactivate arm 1 and explained to the customer that the system can be used with three arms. The surgeon can proceed with surgery with 3 arms. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Is) obtained the following additional information from the initial reporter: the functionality of the system was checked when the system was powered up. The incident occurred before the robot arm was covered on the third operation, the arm remained blocked. The system was initially powered up without error. The procedure was completed robotically with 3 arms.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned due to error 32101 & 1123. The usm was tested on an in-house system and triggered no errors. Upon further investigation, there was no fluid intrusion or physical damage identified. A review of the logs also showed errors.

Event description:
Refer to h10/h11 for follow-up information.